Event description:
New information noted that the pocket was re-opened and the left ventricular lead was disconnected from the device. The lead was not repositioned as the physician was able to get satisfactory thresholds in a different vector. The patient's condition during and after the procedure was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture in all pacing configurations. Fluoroscopy image revealed the lead was dislodged. The patient was in stable condition. No intervention has been performed at this time.